Event description:
It was reported that the patient experienced a low blood glucose of 44 mg/dl without symptoms, and the event was treated with oral carbohydrate in the form of orange juice. Symptoms included absence of hypoglycemic manifestations. Outcomes included resolution after treatment and no alarms or alerts reported from the device. Investigation included user troubleshooting and education performed by support staff. Investigation of this case revealed no device alarms and no device malfunction reported, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.